Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, failure of the power switch occurred due to faulty spring of the switch. The cause of the defective spring could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Testing and inspection confirmed, that the power switch was faulty. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported to olympus, that the evis exera iii video system center power button is messed up. As there is a piece of plastic and spring that are broken. Upon inspection and testing of the returned device, it was observed, that the power switch failed. This report is being submitted for the event found during evaluation. There was no patient involvement.